Event description:
A surgeon reports several patients developed inflammation and eye irritation following intraocular lens (iol) implant surgery. One pt had an iol explant. The association between this event and the iol is not known. Additional information has been requested.